Manufacturer narrative:
Additional information has been provided in b2. Corrected information has been provided in h3. Fluid leak: the cause of fluid leak was component failure of the purge cassette's cylinder, per the material crack found on the returned purge cassette.

Event description:
An impella cp device was inserted via the right femoral artery in a 69-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d, with a history of diabetes mellitus (dm). During support, a purge cassette leak was identified from the area between the cassette and purge disc. The purge cassette was successfully exchanged, and support continued. Subsequently, care was withdrawn, and the patient expired. The reported events include fluid leak, device revision or replacement, and death. The device will be conservatively reported for death; however, the device is unlikely to have contributed to the patient¿s death, which was most likely related to the patient¿s underlying critical clinical condition, as they presented in scai shock stage d.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4 catalog number was corrected, updated accordingly. Note: investigation outcome previously submitted remains unchanged.

Manufacturer narrative:
G2 selection was added on the previous follow up report that was submitted as it was omitted from the initial report that was submitted.

Manufacturer narrative:
B2 added date of death as it was omitted from the initial report that was submitted. D9 device was returned and date was added. E4 added selection as it was omitted from the initial report that was submitted. G1 added manufacturer site fax number as it was omitted from the initial report that was submitted. Manufacturer site postal code was added as the code was entered in the incorrect field on the initial report that was submitted. H6 type of investigation was updated accordingly based on device being received. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.